Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to be retracted. The right ventricular lead was capped and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood / tissue for analysis. A visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.